Manufacturer narrative:
The electrodes were not returned to zoll medical corporation for evaluation. The report lacked key details, including the device serial number used during the event. A flash of light was observed during the shock, and the first-degree burn was noted after pad removal. The electrodes were discarded, and no adverse effects were reported. Attempts to gather additional information from the customer were unsuccessful. A device history record (DHR) review for lot 1425b revealed no discrepancies. A full retained sample evaluation was conducted and all samples from the lot passed electrical testing and passed pre-evaluation testing. Due to the lack of original electrodes and logs, the cause of the issue could not be confirmed. As the DHR and retained sample review showed no anomalies, the claim will be closed as no fault found. No trend is associated with reports of this type.

Manufacturer narrative:
Justification for no UDI, this device has a UDI; some information was not provided and is unknown; therefore, a complete UDI cannot be provided. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during cardioverting a patient, post transesophageeal echocardiogram, (age:49 & gender: female) the physician observed a flash of light. Complainant indicated that the cardioversion was successfully completed. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.